Manufacturer narrative:
The reported inability to loosen the rv set screw was confirmed in the laboratory. Visual inspection identified calcified blood material inside the rv screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. During the procedure, the physician was unable to remove the right ventricular set screw from the header of the pacemaker. A new pacemaker and right ventricular lead were successfully implanted. The patient was stable before, during and after the procedure.